Event description:
I purchased a CPAP proll online. I listened to the testimonials that raved about the device. When I received the device it was in a sealed plastic bag with a sticker stating that it could not be returned if opened per FDA regulations. I fully expected to be able to use it, so I opened it. It has a double mouth guard that has to be boiled and then put onto your teeth to form to your jawline. However, the mouth guards are made of hard plastic and you have to have the same shaped jawline for it to fit. Well, I have a narrow jawline, and it will notfit onto my teeth, so I cannot use it. Now they tell me that I cannot return it, so I am out (B)(6). I don't know if there is anything that can be done, but I wanted to try something. Sincerely, (B)(6).